Event description:
Complainant alleged that during the biomed's routine testing of the defibrillator, the screen displayed a green dot only. The complainant indicated there was no pt involvement in the reported event.